Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer received a compromised force sensor system alarm. The customer mentioned that the insulin pump fell prior to receiving the alarm. Customer's blood glucose level at the time 12mmol/l. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
The compromised force sensor system alarm occurred during basic occlusion test due to loose/protruded drive support disk. The insulin pump was also received with unresponsive buttons due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip, cracked battery tube threads and missing end cap sticker.